Event description:
The product was evaluated. An external visual inspection was performed and passed. There was no damage to the sensor. As previously reported, data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient alleged sensor inaccuracy. The patient uses tandem tslim in modified closed loop and the event occurred after the sensor had been inserted in the abdomen. The behavior of the pump screen and dexcom mobile device prior to loc were unremembered. The parent called emergency medical services and the bg was 30 mg/dl. The cgm during that time was unknown. The patient was treated with IV glucose and woke 30-45 minutes later. The patient was fine during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.